Event description:
The tubing disconnected from the luer lock two times within the last month. The pt's blood glucose elevated to (350 mg/dl). Pt would replace the tubing and treat himself with boluses and his normal basal rates. Pt did not want any replacement product and will continue to use the infusion set.